Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies during the night before. Customer stated that the sensor was reading low below 60 mg/dl and the insulin pump was going into threshold suspend but her blood glucose was 224 mg/dl. Customer also reported receiving lost sensor and calibration error alerts. Troubleshooting was done and customer was advised about the recommended insertion and calibration process. Blood glucose by the end of the call was 277 mg/dl and sensor glucose reading was 295 mg/dl. Customer was advised to call back if issue recurs.